Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner fully expanded and torn through entire length. Distal tip opened and split. Sheath material stretched at axial score line after split location. Sheath shaft slightly curved and twisted. Scratches observed along sheath. Due to the nature of the event, dimensional and functional testing were not performed for the split distal tip. Images of the device post-procedure revealed the following: esheath+ with introducer partially inserted, and protruding though the liner. Pre-procedural imagery of the patient's anatomy was provided, and calcifications present at the access vessels were observed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip split was confirmed per the evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. Per evaluation of the returned device, the esheath distal tip was split. Additionally, scratches could be observed on the sheath and sheath shaft was found curved, which may be indicative of calcification and tortuosity. Also, per imagery evaluation, calcification was present at the left femoral access. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported from germany, a sapien 3 valve was implanted in the aortic position via transfemoral approach. After the devices were removed at the end of the procedure, the 14fr esheath+ liner was noted to be torn. There was no patient injury, and the patient was stable post-procedure. The sheath was returned to edwards lifesciences for evaluation, and a sheath distal tip split was observed.

Manufacturer narrative:
Investigation is ongoing.